Event description:
A pt svc rep (psr) contacted zoll customer support while on her way to a fitting to report that her monitor would not respond to inputs to the touchscreen.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not respond to inputs to the touchscreen) has been confirmed. The cause of the monitor not responding to inputs to the touchscreen was a flash memory chip failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a25 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the medical stress has not been positively identified but the fractured connection may have been accelerated through rough handling during shipping. No adverse event resulted from the defective flash.